Manufacturer narrative:
The description of the events detailed in this MDR represent intrinsic therapeutic's understanding at the time of submission. If any further information is found which would change or alter any conclusions or new information submitted, another follow-up will be completed. Intrinsic therapeutics will continue to monitor for updates/trends.

Event description:
Following implantation, the nerve root was observed to be completely withdrawn from the thecal sac upon removal of the instruments. The surgeon converted to an open procedure to reposition the nerve root and repair the dura. The patient was admitted to the ICU for observation. The patient had no pain or symptoms the following day.